Event description:
Technical services received a call on 01/19/2012. Caller stated that atrial impedance went from 480 to 980 on (B)(6). Today there is noise seen via atr mode switches. Could not recreate in clinic today. Today the impedance was 1130. Threshold is 0.9. Physician's plan is to see patient in two weeks. May also be infected. Apparently patient has had discomfort since implant. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).